Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was loose on the plunger in the bd discardit¿ ii syringe, and the plunger got pulled out when aspirating the medicine from the vial, causing medicine to spill out. The following information was provided by the initial reporter: "as the nurse was loading the medicine, the plunger was pulled back during aspirating the medicine from the vial, the plunger was not retained and got accidentally pulled out easily and drug spilled over. (Plunger retention ring was faulty)."

Manufacturer narrative:
H6: investigation summary : a device history record review was completed for provided material number 300294 and lot number 2111503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither a physical sample nor a picture sample was available for return, our quality team was unable to complete a thorough sample analysis and therefore, an exact cause could not be determined for the reported issue.

Event description:
It was reported that the stopper was loose on the plunger in the bd discardit¿ ii syringe, and the plunger got pulled out when aspirating the medicine from the vial, causing medicine to spill out. The following information was provided by the initial reporter: "as the nurse was loading the medicine , the plunger was pulled back during aspirating the medicine from the vial, the plunger was not retained and got accidentally pulled out easily and drug spilled over. (Plunger retention ring was faulty)."